Event description:
The physician intended to use a launcher guide catheter during the procedure. The gc was inspected prior to use with no abnormalities noted. It is reported that the tip of the launcher was unusually stiff and injured the artery wall possibly causing a radial dissection and perforation. It was not possible to pass the catheter after this. The introducer was changed from 10cm to 25cm in length. After removal of the longer introducer at the end of the procedure, no other complications are observed, the patient is stable. The physician refuses to provide any other information about the patient or procedure.

Manufacturer narrative:
Result: inherent risk of procedure (perforation, vessel dissection); no device received for evaluation. Conclusion: known inherent risk of procedure (perforation, vessel dissection); unable to confirm complaint (no device, cine images received for review). (B)(4).